Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar device's sound abatement foam. The patient has alleged cancer. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation pil observed a large dent in the ui panel at the corner of the lcd. Dust/dirt-like contamination was observed on the top enclosure, right side panel, in the air inlet, on/under the blower cap, on/in the blower motor, on/under the blower housing, and on the sound abatement foam. Potential hair-like particles were observed on the right-side panel, in the air inlet filter, underneath the control knob, on the interior side of the blower cap, on/in the blower housing, in the iso port, blower motor, and on the sound abatement foam. A whitish dust-like contamination was observed in the iso port, and on the blower housing in front of the iso port. A small amount of potential degraded sound abatement foam was observed on the bottom of the blower housing. Pil confirmed the presence of degraded sound abatement foam. Unknown contamination was observed in the bottom enclosure. (Cat # ds6hflg): dust-like contamination was observed on/under the flip lid assembly, on the left side panel, in the bottom enclosure, on the dry box/dry box seals, on the heater plate and in the lower base. A whitish dust-like contamination consistent with mineral deposits was observed on the interior side of the flip lid assembly, on the flip lid assembly seal, (heavily) on/in the water tank, on the dry box seals/in the dry box, in the bottom enclosure, and in the lower base on the heater plate/spring. Potential hair-like particles were observed in the bottom enclosure, on the dry box seals. Potential insect larvae was observed in the lower base. The issue of degraded sound abatement foam is addressed by CAPA 7211. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.